Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer attempted to aspirate with small amount of return. The iab was able to flush but sluggish. The fiber optic a-line tracing was very poor. The console would occasionally generate check iab catheter alarm. The console was replaced but the same alarm generated. The customer also reported the console would generate unable to update timing and optical sensor failure alarm. The cables were switched and fiber optic was disconnected and reconnected. The customer switched to central lumen for pressure monitoring. No further alarms were generated and iab therapy continued. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. One kink was found on the catheter tubing approximately 61cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 25.7cm from the iab tip. The technician attempted to aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The optical fiber was found to be broken, confirming the reported alarms. An occluded inner lumen can cause difficulty during aspiration or flushing of the inner lumen. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer attempted to aspirate with small amount of return. The iab was able to flush but sluggish. The fiber optic a-line tracing was very poor. The console would occasionally generate check iab catheter alarm. The console was replaced but the same alarm generated. The customer also reported the console would generate unable to update timing and optical sensor failure alarm. The cables were switched and fiber optic was disconnected and reconnected. The customer switched to central lumen for pressure monitoring. No further alarms were generated and iab therapy continued. There was no reported injury to the patient

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer attempted to aspirate with small amount of return. The iab was able to flush but sluggish. The fiber optic a-line tracing was very poor. The console would occasionally generate check iab catheter alarm. The console was replaced but the same alarm generated. The customer also reported the console would generate unable to update timing and optical sensor failure alarm. The cables were switched and fiber optic was disconnected and reconnected. The customer switched to central lumen for pressure monitoring. No further alarms were generated and iab therapy continued. There was no reported injury to the patient.